Event description:
Tech alleged head/knee controls would not raise. He found fluid damage to rt headrail switches. The down button shorted not allowing motors to run up. He replaced switch assembly to resolve.